Event description:
It was reported that the device were used during a laparoscopic appendectomy. Doctor attempted to fire the first device and the handle would not squeeze together to fire staples. The second device was opened and loaded with a new reload. Cartridge came out of the device when attempting to fire the staples. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.